Event description:
After an xlink registration, the surgeon completed a landmark check with a probe and confirmed accuracy. The surgeon then brought in a burr and commented that it was not accurate. The burr was recalibrated, but the surgeon still felt that it was inaccurate. The surgeon proceeded with the left l4-5 screws and took fluoro shots. He was unhappy with screw placement and decided to re-spin and re-register using xlink. He confirmed the second registration and accuracy of the burr with landmark checks and repositioned the left l4-5 screws and then completed the right side. The redirected screws, using the xvs system and the same calibrated tools, were found to be positioned accurately, as confirmed with fluoro. The fact that re-spinning and re-registration, using the same calibrated tools, resulted in accurate screw positioning, suggests that there was a slight movement of either the patient marker or the patient after the first registration completion and instrumentation. None of the findings indicate a malfunction of the system. The investigation concluded that the event was solely the result of a user error, however, this error led to the repositioning of the screws, which considered as "serious injury". Therefore, it was decided to report this case.